Event description:
This rv lead was implanted on (B)(6) 2015 and remains implanted at this time. A call to technical services placed on 12/12/2016 stated that this lead had noise, can recreate noise on egm but not sensed. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).